Event description:
White ventilator was in use the 12 volt power supply failed. The ventilator went into backup ventilation (buv) of tidal volume 45, breath rate 12. The ventilator was exchanged without pt compromise. The power supply was exchanged for replacement and returned to the vendor.